Event description:
New information notes that the patient had chest pain and shortness of breath due to the reported ventricular pacing. These symptoms were resolved with programming changes. The patient was stable and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the following day post implant, the patient was extremely symptomatic to ventricular pacing. The patient was assessed for a possible perforation but all tests were inconclusive and no pericardial effusion was seen. Programming changes were made to eliminate ventricular pacing. The patient was discharged.